Event description:
Customer reportedly obtained a blood glucose result of 122 mg/dl on the advantage system and passed out immediately. The paramedics were called and tested the customer within 5 minutes on their device with a result of 22 mg/dl. Customer was given glucose. Requested return of suspect system and replacement was sent.